Event description:
Adverse event(s): "pt impact is unk" (no info). Product problem(s): "cassette was broken" (break). The customer reported the vitrectomy cassette was broken and the hard plastic was detached from the bag. Additional info was requested on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The sample will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).